Manufacturer narrative:
D10: 350-11-03 - tibial plate fb sz 3 lt: (B)(6). 350-21-23 - tibial insert fb sz 3 lt 8mm: (B)(6). 350-01-03 - talar implant sz 3 lt: (B)(6). 350-10-03 - ankle sz 3 locking clip: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech vantage total ankle study, approximately 2 years and 4 months post the initial left total ankle arthroplasty, the patient reported ongoing pain in their lateral ankle and clicking of forefoot. Symptomatic impingement. They also reported pain over their first tmt joint, which was fused. Hardware will be removed, and arthroscopic debridement of the lateral and medial gutters will be performed. Actions taken were a left ankle arthroscopy with extensive debridement of the lateral malleolus, partial removal of talus, fluroscopy, and removal of deep hardware in left midfoot. The outcome is considered resolved.